Manufacturer narrative:
Intermittent button response on the down arrow and select buttons, problem isolated to keypad assembly. Device passed displacement test and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The blood glucose level was unknown. The customer reported that the down arrow and select buttons were unresponsive. Customer stated that numbers were not ramping on their own. Customer states the scroll bar was not moving with no input. The device will be returned for the analysis.